Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. Based on the results of the investigation, a definite cause that led to the malfunction could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center had no image and it will not take pictures from the scope, the pictures could only be taken by using the escape and then using the mouse. The issue occurred during an unspecified diagnostic procedure. There were no reports of patient harm.